Event description:
New information received notes the patient was asymptomatic. The patient was seen by the physician on 12 nov 2025 and programming changes were completed. There had been no re-occurrence of the far r wave oversensing. The patient was stable and being monitored remotely.

Event description:
It was reported that far r wave oversensing and inappropriate auto mode switching (ams) was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. There were no reported patient consequences.